Event description:
The customer reported that prior to use on a patient, the iabp will not power up on ac or batteries. The pump was not replaced to initiate the therapy. No patient injury was reported.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company rep observed that the pump was not locked into cart engaging rear power connection. The company rep locked into cart and verified ac power on and batteries. The company rep advised customer to leave device plugged in overnight to fully charge batteries. The iabp was tested to factory specifications. It functioned normally and it was returned to the customer. (B)(4).